Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that site's stealth system powered down during a procedure. The site switched outlets and powered the system back on and it powered on and then shut down again after a few minutes. They switched to a third outlet and had issues with power again. The rep had them reset the ups and it seemed to be functioning. There was a reported delay to the procedure of less than an hour and no impact to patient outcome.

Manufacturer narrative:
H3, h6: the ups was returned for product analysis. The returned ups shutdown after several hours of testing, in conjunction with the accompanying battery. Although the reported complaint was observed, the ups was not at fault, as previous testing determined that the battery was the defective unit, as it overheats and as a result, caused the ups to shut down. Fdm10, fdr213, fdc67 are applicable to the ups analysis. The battery was returned for product analysis. The returned battery measured at 52.29 vdc. The battery and ups were left testing for several hours and eventually powered down, as the battery overheated and caused the ups to power off. Fdm10, fdr120, rec4307 are applicable to the battery analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section a: patient information provided continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: ups 9735787 main cart s8 svc, lot number: s20070022; product ID: battery 9735773 48v s8 svc, lot number: 2005. H3, h6: a medtronic representative went to the site to perform a system checkout. The ups and battery were replaced and the system passed checkout. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout the ups and battery have been returned to the manufacturer. Analysis has not been completed at this time. Fdr 3233, fdc 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer representative stating that the cause of the issue was due to failure of the uninterrupted power supply (ups) in the main cart.